Manufacturer narrative:
E1: telephone number: (B)(6). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Per the report received from monaco, edwards received notification of a 48 mm evoque procedure. Patient had atrial fibrillation (<100 bpm). During the procedure, at full atrial release of the evoque valve, an asystole was noticed and atropine and dobutamine were administered. No CPR/resuscitation required. Same day of the procedure, a leadless permanent pacemaker was implanted. Final deployment position was at annular level. Patient was stable.